Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was release for distribution. Investigation conclusions: resistance encountered while attempting to deploy the clip after the clip is closed on the tissue (i.e. Difficulty with clip release) can lead to damage of device components such as the hook at the distal end of the drive wire or the security of the drive wire to the handle. The instructions for use instructs the user to verify smooth handle operation and clip operation prior to use. Instructions for use states to permanently deploy clip, pull handle spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective actions: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.

Event description:
During the procedure a cook instinct endoscopic hemoclip was used. Small emr [endoscopic mucosal resection] approximately 5mm that required a clip. The clip opened and closed and rotated nicely at the site, but failed to detach [release] when deployed [closed onto the tissue site]. The physician and nurse waited some time for clip detachment [release] and juggled the catheter. The clip remained firmly attached to the catheter. The handle was closed a bit more with more gentle pressure on the spindle. This resulted in the handle breaking [drive wire likely disconnected from the handle]. Fortunately, they were able to pull the clip off the resected site and a clip made by another company was placed here instead to finish the originally planned procedure. A section of the device did not remain inside the patient's body. The pt did not require any additional procedure due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.